Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet used at the procedure partially inserted/stuck inside the lead and with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region over torqued and with three filars broken consistent with procedural damage. The cause of the reported event was isolated to the over torqued inner coil consistent with procedural damage. Visual and x-ray examination did not reveal any other anomalies.

Event description:
During the initial implant procedure, it was noted that unspecified damage was observed on the right ventricular (rv) lead. Further information was requested but not received. A new rv lead was successfully implanted. The patient was stable with no consequences.